Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between mar 6, 2025 and oct 02, 2025. Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 (appropriate term / code not available) is to capture the reported unspecified issue of patient's lids/cornea. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol), was explanted due to dysphotopsia. The surgeon believes that the issue is the patient's "lids/cornea" and not the lens causing the dysphotopsia. During the lens exchange procedure, no sutures were used, and no vitrectomy was performed. The patient outcome is unknown. The device was discarded. No further information was provided.